Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was not treated with antibiotics for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient's catheter was removed due to the peritonitis event and the patient was switched to hemodialysis(thrice a week). At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted."